Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the battery was connected to the controller there were no fuel cell lights and there was an alarm and a message indicating to connect the battery. Several controllers and ports were attempted with the same results. The battery itself showed a full charge. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (bat581188) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was not able to charge or provide power to a test controller. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. A review of the battery's internal gas gauge log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. This finding suggest that the thermal cutoff fuse was faulty. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty thermal cutoff fuse, preventing the battery from charging or providing power to a controller. If information is provided in the future, a supplemental report will be issued.